Event description:
Home pt reports unspiking and re-spiking heater bag with heater line spike of homechoice set while troubleshooting a "check heater line" alarm in fill 1/4. Home pt was instructed to discontinue treatment at this time and start over with new supplies. Per registered nurse, no pt injury or medical intervention was associated with this incident.